Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station got stuck on maintenance mode. The technical support specialist (tss) dialed into station, found it was in maintenance mode, and performed a reboot. The station returned to maintenance mode with the progress bar and installation in progress. After monitoring, the firmware update was completed successfully, medication application launched automatically, and customer confirmed the station was functioning properly, granting permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was stuck on maintenance mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.